Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that 3 weeks after the initial implant of an artificial urinary sphincter (aus), the device was removed due to infection and erosion at the cuff site. The patient presented with a fever and severe pain in lower abdomen. The bladder neck was salvaged and now the patient is doing well. No further complications were reported.

Event description:
It was reported that 3 weeks after the initial implant of an artificial urinary sphincter (aus), the device was removed due to infection and erosion at the cuff site. The patient presented with a fever and severe pain in lower abdomen. The bladder neck was salvaged and now the patient is doing well. No further complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the erosion, infection, fever and abdominal pain could not be confirmed; however, the identified fluid leak with the balloon would cause the device to malfunction. Product analysis was unable to confirm the reported erosion, infection, fever and abdominal pain. Device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications prior to shipment from boston scientific. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. A risk review confirmed that the event is accounted for in the risk documentation. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. Label review: a labeling review found no evidence of device off-label use or failure to follow instructions. Erosion, infection, fever and abdominal pain are included as potential adverse events in the product labeling. Additionally, the reported events do not contain an allegation against the labeling. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams800 artificial urinary sphincter (aus) control pump, occlusive cuff, and balloon components were visually inspected, microscopically examined, and tested for leaks. No damage was noted, and no leaks were identified in the pump. During microscopic inspection there was foreign material found to be trapped near the fluid resistor. A bulge in the lower half of the balloon shell was noted along with staining, likely due to contact with blood. Inspection of the remainder of the device revealed no damage or other irregularities. The balloon was functionally tested and did not pass the functional testing with a pressure reading of 81.9 cmh20 for a 61-70 cmh20 component specification. Product analysis identified a device malfunction with the returned balloon. No damage or abnormality was noted, no leaks were identified in the cuff or balloon. Product analysis did not identify a malfunction with the cuff or pump components and was unable to confirm the reported erosion, infection, fever and abdominal pain. Investigation conclusion: based on this investigation, the investigation conclusion code of cause traced to component failure was chosen based on the failure with the balloon that a fluid leak was identified. The adverse events of mechanical difficulty with the device is known as of a risk of the device and is included in hazard analysis. The investigation conclusion code of known inherent risk of device was chosen, as erosion, infection, fever and abdominal pain are included in the product labeling and hazard analysis.